Event description:
It was reported that the customer received a continuous glucose monitor error 43. It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. The pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.